Event description:
It was reported that two pieces of the end of the saw blade broke off and fell into the patient. The pieces were retrieved and an x-ray was performed to ensure there were no remaining pieces in the patient. Nothing remained in the patient and no patient injury was reported by the user facility.

Manufacturer narrative:
A visual inspection of the returned device revealed that both of the prongs on the proximal end of the blade were observed to be broken. The area of the blade that broke was at a stress point on the blade. Stress likely accumulated on this area of the blade causing a slight crack or stress point on the blade. During use, stress continued to build on this area until the breaking point was reached and the final fracture occurred. Potential causes of the observed broken blade are: improper insertion of the device into the hand piece; if the proximal end of the blade was improperly positioned in the hand piece, this may have created stress on the proximal end of the blade, resulting in the initiation of a crack on the blade's surface. The instructions for use (IFU) states, "verify that the surgical accessories have been properly inserted and tightened before instrument activation to avoid distal migration and possible injury." Stress placed on the blade due to excessive lateral force may have resulted in a crack, which then propagated until the breaking point was reached. The IFU states, "do not apply excessive lateral force." Due to the infrequency of this type of event, no trend analysis is available.